Manufacturer narrative:
The 24mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 9f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Our investigation was able to confirm the 24mm aso met manufacturing specifications upon return to aga medical and prior to shipment.

Event description:
According to the initial information received, a 24mm amplatzer septal occluder (aso) was deployed in a defect measuring 18x23mm during a routine procedure. The patient was transferred to the ICU following the procedure, but an arrhythmia developed. The aso was then confirmed to have embolized to the right ventricle. An attempt to percutaneously retrieve the aso with a snare catheter was unsuccessful as the micro screw end was facing away. The patient was transferred to surgery where the defect was surgically closed. The patient was noted to be in good health and was discharged five days after the event.